Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR and supporting documentation. No trends were identified for the lot and there were no nonconformances that would have contributed to the issue reported by the consumer. Review of the DHR and supporting documentation showed no evidence of issues present that would have an association with this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The string broke while I was removing it. [Device breakage] . I was not able to remove my tampon because the string broke while I was removing it. I had to go to emergencies to have it removed [foreign body in reproductive tract] case narrative: on (B)(6) 2023, a spontaneous report was received from a consumer regarding a female (age was not reported) who was using o.b. Original tampons - applicator and non-applicator versions (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the patient started use with o.b. Original tampons - applicator and non-applicator versions. On an unspecified date, after inserting the product, the consumer was not able to remove the tampon because the string broke while she was removing it. She had to go to the "emergencies" to have it removed. She viewed this as a product deficiency. As of (B)(6) 2023, the status of product use was not reported. No additional information was provided.